Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 required maintenance. A technical support specialist confirmed that the issue was related to the station database and data synchronization, which were resolved remotely by a specialist by clearing and resending the messages; the root cause was determined to be inventory count discrepancies between the station and the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es gi h, drawer 2.1 displayed a required maintenance message. After rebooted the device, the issue cleared; however, the system now prompted users to pull medications that were already at maximum capacity, and the user was inquiring whether a full pyxis synchronization was required. However, there were no delays or adverse events or injuries reported based on this event.